Manufacturer narrative:
(B)(4). The lot number provided by the customer is invalid; the date of manufacture cannot be determined.

Event description:
During pretest the cuff did not inflate. There was no patient involved.